Manufacturer narrative:
Product model number related to the malfunction reported is a ruo reference instead of the commercial reference that was reported in the initial MDR.

Manufacturer narrative:
A discrepancy for c antigen predicted phenotype between ID core xt (c-) and serology and hea precise type tests (c+) was reported. ID core xt detects the expression of c antigen using mainly the polymorphism rhce:c.335+3039ins109, but also the polymorphisms rhce:c.733c>g; rhce:c.1006g>t and rhd-ce-d hybrid to detect the rhd*r's-rhce*ce[733g,1006t (commonly named r´s type 1) allele, as it is described in the package insert table 1. In this particular case, it seems like the discrepancy could be due to another type of less frequent r´s allele, for example r´s type 2 allele, which is associated with a partial expression of the c antigen. An investigation is still on going to see if a limitation and then a malfunction related to limitation 1 described in the package insert is the cause of the discrepancy.

Event description:
Site reports discrepancy between ID core xt and serology results. Serology: c+. ID core xt: c-.